Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a ruptured descending thoracic aortic aneurysm. Postoperatively, the pt presented with quadriplegia. The pt remains hospitalized. The physician does not believe the event is device related.